Event description:
It was reported that immediately after the start of a platelet concentrate transfusion through the device, the pt developed an itchy throat, urticaris and vomiting. The pt's blood pressure remained stable. Corticosteroids and antihistamine, oxygen and IV fluids were immediately administered to the pt. The pt's vital signs reportedly stablized within one hr.